Event description:
It was reported that the device was implanted in 2008, and that it was revised in 2008, due to dislocation.

Manufacturer narrative:
Evaluation summary: the implant was not returned for evaluation. Also, the patient's height, weight, build, and activity level were not provided for this analysis. In addition, there were no photographs or x-rays provided for review, so the exact placement is unclear (i.e. Vertical angle, potential impingement issues). Based on the available information, a definitive cause cannot be determined. Evaluation; no product was returned. Review of the device history did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem . Based on the investigation, the need for corrective actions is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.